Manufacturer narrative:
Product analysis: the product will not be returned, therefore no product analysis could be completed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the nosecone of the delivery catheter system (dcs) was unable to be advanced past the calcification of the aortic arch. Another manufacturer¿s product was used for implant. One day after implant, magnetic resonance imaging (MRI) confirmed a stroke occurred which resulted in paralysis of the left lower body. Per the physician, thrombosis in the aortic arch was the cause of stroke. Per the physician, the dcs contributed to the stroke when attempting to cross the calcified part of the aortic arch. No additional adverse patient effects were reported.